Event description:
Event description boston scientific received information that during routine evaluation five days ago, this chronic pacemaker and competitor ventricular (v) lead displayed bradycardia of 30bpm two times, but was not recorded, nor could be recreated. The patient experienced related dizziness for the past few months. Holter monitoring confirmed pace pauses and no pacing spikes during these events. Remaining device measurements were normal and the gas gauge is 2/3 depleted. Technical services (ts) recommended performing a chest x-ray to evaluate lead integrity and placement and suspected this observation may be an issue with the competitor's lead. There were no advisories noted on this device. The physician believes this is a pacemaker issue, and the technician suspects myopotential inhibition.